Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ii us mr 3.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged section stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. A 3.50 x 20 synergy ii drug-eluting stent was reported to be defective. No other available information. However, returned device analysis revealed proximal stent damage.